Event description:
It was reported that bd phoenix¿ automated microbiology system nmic/ID-307 panel keeps getting misidentified. The following information was provided by the initial reporter: they are only getting misidentifications on the nmic/ID-307 panel.

Manufacturer narrative:
Common device name: system, test, automated antimicrobial susceptibility, short incubation. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd phoenix¿ automated microbiology system nmic/ID-307 panel keeps getting misidentified. The following information was provided by the initial reporter: they are only getting misidentifications on the nmic/ID-307 panel.

Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2023-00263 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction.